Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and reported that after three (3) weeks of endurance testing and turning the iabp off and on several times, the reported issue was not reproduced. It was determined that the issue was possibly due to user error. The iabp was returned to the customer for clinical use.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient, the iabp repeatedly alarmed "disconnect balloon". This occurred previously, in which a getinge field service engineer (fse) evaluated the iabp and did not find any faults. It was also reported by cardio technology that at no time was the patient at risk. The fse later consulted with the perfusionist to arrange for delivery of temporary equivalent equipment while this iabp unit is evaluated further in the getinge repair workshop. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. Additional initial reporter: hr. Kunert a supplemental report will be submitted when additional information is received.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient, the iabp repeatedly alarmed "disconnect balloon". This occurred previously, in which a getinge field service engineer (fse) evaluated the iabp and did not find any faults. It was also reported by cardio technology that at no time was the patient at risk. The fse later consulted with the perfusionist to arrange for delivery of temporary equivalent equipment while this iabp unit is evaluated further in the getinge repair workshop. No adverse event was reported.